Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded onto pump to resolve issue.